Event description:
It was reported by the customer that a pyxis medstation es system experienced a main drawer 2 failure and was unable to recover it. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer reached out to the customer and provided remote assistance through a phone call, thereby resolving the issue. The system functioned as intended after the field service engineer troubleshooted the device.